Event description:
It was reported that during a moderately tortuous, heavily calcified, right coronary artery stenting procedure, with a radial access site, after pre-dilatation, a xience stent delivery system (sds) was advanced, but due to the patient's anatomy, the xience sds would not cross the lesion. During removal, resistance was felt as the xience sds went through the non-abbott guide catheter. The xience sds was removed out of the patient's anatomy through the non-abbott guide catheter, the lesion was dilated again, and the xience sds was re-inserted into the patient's anatomy, but would not cross the lesion again. As the xience sds was being retrieved from the body, the xience sds caught on the non-abbott guide again and the xience stent dislodged part way inside the non-abbott guide catheter and part way inside the patient's vascular system. The physician pulled out the guide wire and then pulled both the non-abbott guide catheter with the dislodged xience stent attached as one unit from the patient's anatomy. As the non-abbott guide catheter and the dislodged xience stent were coming through the non-abbott sheath, the xience stent was pulled off the non-abbott guide catheter and was palpated in the radial artery. A vascular surgeon came into the procedure and removed the dislodged xience stent surgically with a 1-2 cm dissection. The patient was discharged home on (B)(6) 2012 in stable condition. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): re-insertion. Guide wire: 0.14 guide wire, guide cath: 6 french non-abbott guide catheter, sheath: 6 french non-abbott sheath. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as not returning, but is now being reported as returning. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.